Event description:
The customer stated that the insulin pump was submerged in water, and now there is a dark spot on the display. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen due to moisture damage on the electronics. Moisture damage was also found on the motor.